Event description:
It was reported that during implant attempt, the doctor noticed a compression in the lead body. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): proximal conductor distorted, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.